Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch verioiq meter is giving inaccurate high reading of ¿144 mg/dl¿ compared to feeling/normal readings. This complaint is classified according to the documentation of the customer care advocate. On (B)(6) 2014, at 10:50 pm, the lay-user/patient obtained the alleged reading on the lfs meter and took his usual dose of oral medication. Subsequently, the patient reportedly developed symptoms described as ¿almost passed out and dizzy.¿ the patient was able to administer self-treatment with food/drink sometime after midnight. During troubleshooting, the patient confirmed the test strips were within the discard date. The control solution results were within the acceptable range. The unit of measurement was set correctly. This complaint is being reported because the patient had symptoms suggestive of hypoglycemia while he managed his diabetes with the lfs meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.